Event description:
It was reported that before use cs100 intra-aortic balloon pump (iabp) alarm system failed,there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs100 intra-aortic balloon pump (iabp) alarm system failed code 53 occurred, there was no patient involvement.

Manufacturer narrative:
Corrected field: b1. Updated fields: b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code), h11. A getinge field service engineer fse was dispatched to evaluate the unit. He checked the last faults and found that alarm system failed code 53 occurred. From checking in the service manual, it was found that the issue was caused by operation being disabled. The engineer replaced the front-end board and checked the signal cord between the front-end board and the main board. The cable, power cord, and signal cord between the front-end board and main board were found to be in normal condition. He will bring the front-end board to test later. The unit had been used for 24708 hours as of 18 june 2025. A test was performed by changing to a new front end board and calibrating the transducer. Function test passed. A balloon test was conducted and the machine was able to hit the balloon normally. The unit was tested for 2 hours and no alarms were found. The pressure cable assembly was found to have a broken internal cable. The fse replaced the front-end module and the pressure cable assembly. Function test passed. Values were adjusted and calibrated within the specified range.